Event description:
It was reported while using the bd max¿ system, bd max¿ instrument, there were an unspecified number of false positive results. There was no report of adverse impact to patients.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.